Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the power module device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that there was liquid damage and the device had malfunctioned. It was determined that liquid was found in the device and the two indicators (red) were faulty. It was further determined that the device failed for information button and self-test, charging and checking of power module in charger, function test and for check indicator. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.